Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test.". The patient's concurrent conditions included overweight and stinging. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"), 10 years 2 months after insertion of essure. On an unknown date, the patient experienced back pain ("back pain"), abdominal pain ("abdominal pain"), anxiety ("anxious"), depression ("depressed"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral removal of fallopian tubes);). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain had resolved and the abdominal pain, dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, female sexual dysfunction, migraine, headache, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff will be required to undergo a major surgery as a result of her essure® implants. Because of the requirement to undergo this surgery with removal of the esstire® devices plaintiff will be left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: pfs received. Her demographic was added. Concomitant condition added. Events : abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), migraines, headaches, dyspareunia (painful sexual intercourse), weight gain, plaintiff did not undergo any confirmation test were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.